Event description:
Report received of the customer being unable to account for 90mg of morphine sulfate. It was reported that the pt was a pt in the hosp with a lumbar infection, receiving IV pain management therapy with morphine sulfate 1mg/ml. The pump was programmed in the continuous + bolus mode to deliver 1mg/hour with a pca dose of 1mg every 10 minutes. There was no 4-hour limit set. The customer contact reported that they "suspect the pt knew how to program the pump" and was reprogramming the pump. The pt was ambulatory and would go outside to smoke. Reportedly, there was 90mg of morphine that the staff could not account for. The pca was discontinued and the pt then signed out of the hosp against medical advice. There was no reported adverse event with the pt. The pump will not be returned for testing and investigation.